Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -8.00/1.0/074 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Claim# (B)(4).